Manufacturer narrative:
The device and battery were not returned to zoll medical corporation for evaluation. Instead, the data file was returned. Review of the device history log observed a"self test battery voltage was critically low" message. This message was preceded by a "battery below remaining capacity threshold" message. The corrective action for these messages would be battery replacement. The customer's report was observed in the data file. The battery will not be returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.